Event description:
It was reported that a few years ago the patient was sent from the physician office to the emergency room (ER) due to their heart rate low around 40bpm. While in the ER it was determined that the right ventricular (rv) lead had intermittent capture with high threshold of 4v at 0.4ms. There had also been gradual rise in pacing impedance from 600 to approximately 1000 ohms. An x-ray was performed, where the placement appeared appropriate. The output was increased to 5v at 1ms with consistent capture. Additional information was received that the pacing impedance continued to increase and was now out-of-range greater than 2000 ohms. The lead remains in-service. No adverse patient effects were reported.